Manufacturer narrative:
Date rec¿d by MFR : 29jul2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the power management board. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019.

Event description:
The customer reported error 35v supply failed (e/c 1115-auxiliary alarm supply failed, 111b-35 v supply failed, 1104-backup alarm failed). Also,the blower does not run. There was no patient involvement.